Event description:
The caller stated 3 patients were intubated yesterday with tracheostomy tubes and they did not hold air. The caller had limited info and did not know if they were pretested. This happened all in the same day during a routine trach change. They think it is the pilot balloon, but are not sure.

Manufacturer narrative:
The lot number is unk therefore, the date of MFR cannot be determined. If the sample is returned, a failure investigation will be performed. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report. This report is for the third of 3 tubes as initially reported in 2936999-2011-00443.